Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The following event was reported in the workshop 11 of the (B)(6). Article title: usefulness of balloon overtube in colorectal esd under difficult situation to operate device. The kd-650qs were used in 75 cases of difficult situation to operate device at the place deeper than or equal to descending colon among 360 cases of endoscopic submucosal dissection for the colon. In 27 cases without using the colonic overtube, 1 perforation occurred. In 48 cases using colonic overtube, there was no patient injury reported. This is the report regarding the perforation.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, omsc could not evaluate the reported device. The exact cause of this issue could not be conclusively determined. However, omsc has only shipped devices which passed the inspection. From the reported information, it is assumed that the event did not occur due to malfunction of the device, but occurred as a general accidental symptom of the procedure.